Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. The customer was asleep at the time of the event and did not address the low bg. Tandem¿s customer success advocates (csa) reviewed the customer¿s t:connect data, and it was discovered that the customer entered 192-221 grams of carbohydrates manually. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.